Manufacturer narrative:
Per good faith effort (gfe) response, there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. Although it is unknown whether the battery was more than 5 years old based on the date of manufacturing, the authorized service provider (asp) engineer stated that the battery was not able to hold a charge; a 1124 "battery failed" alarm error was not displayed. After the battery was replaced in the hospital equipment department, the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that there was a battery failure. At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report that there was a battery failure. Investigation is ongoing.